Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent a fracture fixation and repair of ac joint for a shaft fracture utilizing a va-lcp anterior plate. There was a reoperation due to hardware removal, patient could feel implant. There was an unknown union of fracture. No postoperative complications reported. Patient outcome is unknown. No further information is available. This report is for one (1) 3.5mm lcp clavicle hook pl 7h 15mm hook depth/86mm/rt-ster this is report 1 of 1 for (B)(4).